Event description:
It was reported that the patient's implantable neurostimulator (ins) wasn't working properly but for the first couple of years it worked really well. Over time however, stimulation had started "moving around to the front" and bothered her stomach. It was stated that the patient wanted stimulation in her left leg but it went more to her right leg. Unless the patient lay flat, she didn't get good relief. The patient had also had a lot of falls. It was also indicated that the patient had an x-ray done and it wasn't clear if the leads were intact or attached properly. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3998 lot# v005952, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).